Event description:
Consumer experienced an allergic reactions as the result of using retainer brite. Consumer soaked her retainer in retainer brite, then rinsed thoroughly and also cleaned with toothpaste before use. Retainer worn overnight (B)(6) 2013. Ulceration where retainer had touched mouth noted on waking (B)(6) 2013. Consumer experienced mouth ulceration, bleeding gums, swollen lips/throat, causing loss of voice and difficulty eating/breathing.